Manufacturer narrative:
Investigation: lot number: hcg8060056. Expiration date: 06/2010. Control lot: 20miu/ml hcg urine lot: hcg090304-02; 10 miu/ml hcg serum lot: hcg090820-01; 100miu/ml hcg urine lot: hcg090521-01; 100miu/ml hcg serum lot: hcg090923-02; 284.1iu/ml hcg urine lot: hcg091015-03. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 min read time. (N=4). Correct positive results were observed when tested with 10miu/ml hcg serum control at 5 min read time. (N=4). The 100miu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=3). The 284.1 iu/ml hcg urine control yielded clearly positive results at 3 min read time. (N=2). The 100miu/ml hcg serum control yielded clearly positive results at 5 min read time. (N=3). From retain testing with in-house controls, the client's result was not replicated; the product performed as expected. Verified the product number, product description, lot number and batch record. No abnormal results were found. Investigation pending on returned customer product.

Event description:
Caller reported potential false negative urine hcg result on surevue hcg test. A 34 year old pt was admitted to the ER following a car accident. At 10:17am - first test resulted in negative hcg. At 11:46am - second test resulted in positive hcg. Beta hcg blood test result was 15,029. Testing was performed by the same operator. Nothing unusual with the urine sample. No sample available for return.